Event description:
It was reported that there was high thresholds and loss of capture on the right atrial (ra) lead. The lead was removed. No patient complications have been reported as a result of this event.